Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9811, aspirating ablator, 90° batch number 66682682, was received for investigation. No functional testing was performed due to the device's connector was cut. Visual evaluation found that the aspirating probe electrode face was detached.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2022, it was reported by a sales representative via phone that a ar-9811 apollorf plate started to elevate. This occurred during a shoulder scope on (B)(6)2022 the device was removed, and the case was completed using another ar-9811. There was no patient effect reported.